Event description:
As reported, the transluminal embolectomy fogarty catheter was being used to remove an emboli/thrombus in the inferior right leg by an embolectomy procedure in a (B)(6) patient. The balloon was inspected per IFU instructions, introduced approximately 15cm into the vessel and inflated with saline solution. During the execution of the procedure, it was impossible to deflate the balloon; clinicians tried to pull it back, but it could not deflate. Initially, the problem was thought to be in the valve so a decision was made to cut the catheter but this maneuver was unsuccessful. The surgeon decided to remove the device surgically. He opened the vessel, touched the balloon with a finger and it deflated. The catheter was then removed. The balloon did not break. The surgeon suspects that the cause of this failure was that the catheter went in a lateral branch and that position kinked or deformed the balloon, occluding the hole to deflate. No patient complications were noted.

Manufacturer narrative:
We received one 12tlw803f embolectomy thru-lumen catheter with 1ml syringe for examination. Examination of the catheter did not find any damage to the catheter body, balloon or windings. The balloon was inflated with .4cc saline using the returned syringe and some resistance was felt. The balloon inflated clear and concentric and maintained inflation without leakage. Balloon deflation took 22 sec. By pulling back on the syringe which is out of specification. The "y" fitting was x-sectioned and the inflation slot was found to be misaligned causing the balloon to deflate slowly. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The device evaluation is anticipated. At this time the complaint cannot be confirmed without the product. A supplemental will be submitted when the product evaluation is complete. A review of the manufacturing records indicated that the product met specifications upon release.